Manufacturer narrative:
Patient information was unavailable from the site. RMA issued; replacement computer shipped to site for issue resolution. A medtronic representative, following up with the site, replaced the computer and performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the issue after the replacement of the computer. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that at the completion of a spinal fusion procedure the navigation system's spine software unexpectedly exited. The medtronic representative reported the screens displayed: "no signal". To troubleshoot the issue the medtronic representative performed a hard shutdown using the power button and reported the "no signal" was still displayed on the monitors. Issue occurred after procedure was completed. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Initial testing of the device found the computer to be fully functional. The computer was able to boot to the application screen, load the spine application, and an exam without any problems. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Further testing of the computer was unable to replicate the reported issue; phd testing was completed and the system has passed all applicable testing. No faults encountered. The software log fields were reviewed by an associate software engineer who found the files did not provide any additional insight into the cause of this unexpected exit. A software investigation into the spine application was completed but was unable to determine probable cause based on the log file analysis. A software investigation into the operating system was complete but was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. As previously reported, the computer was replaced, which was reported to have resolved the issue.